Manufacturer narrative:
This report is submitted on march 27, 2018.

Event description:
Per the clinic, the patient experienced pain and poor performance with device use, resulting in the decision to explant the device on (B)(6) 2018. The patient was reimplanted with another manufacturer's device.